Manufacturer narrative:
Distributor went to the facility on (B)(6) 2011 to investigate incident. He took pictures of the lift of which one is included in this report. No pictures of the slings that were used were taken as they stated they were in service while he was there. It was determined that the scale and the attachment are not vancare products. The oval clip attached to the arm of the lift and attached to the scale allows for excessive movement of the hanger bar assembly. Again only vancare slings are to be used on vanderlifts. Facility was directed by the distributor to take the lift out of service until it could be fitted with vancare approved scale and hanger attachment hardware.

Event description:
Transfer from bed to chair with one experienced staff member and one inexperienced staff member. This incident was not reported to us until (B)(6) 2011. During this transfer, they used an alimed universal sling #(B)(4) which is not to be used with a vanderlift was outlined and stated in all materials and training products. Only vancare slings are to be used with vancare lifts. Staff members stated this happened quickly and they don't know exactly what happened. Facility did an internal investigation and determined this incident was due to user inexperience. Resident was released back to the facility the same day as the injury. Patient passed away 24 hours later, and was determined by facility to be non relative to incident.